Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice (hc) during use during dwell 5. The baxter technical services representative assisted to clear the error, and the hp would complete therapy using manual supplies. The patient was connected at the time of the alarm and had not disconnected prior. All of the bags were properly spiked and connected. There was no patient line extension being used, nor were there open clamps on unused lines. There was nothing unusual noted about the supplies. Proper procedures were reviewed with the hp. Baxter product surveillance contacted the registered nurse on (B)(4) 2012. She stated that the patient had not told her about the alarm, but that he was continuing therapy on his homechoice successfully. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up MDR will be submitted if any additional information is received.